Event description:
Pt underwent an l4-s1 tlif minimally invasive surgery on (B) (6) 2008. The surgery was performed without incident until final tightening on the pt's right side. It was felt the rod was too short, the set screws were loosened at l5 and s1 in order to move the rod superiorly. Set screws were re-tightened with a torque limiting device. On (B) (6) 2008, during a routine follow-up visit, it was noted on x-ray that one of the screws had pulled of the rod. A revision surgery was performed on (B) (6) 2008.

Manufacturer narrative:
Evaluation method and evaluation results: device was not returned to manufacturer; no evaluation could be performed.